Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the cable did not last through its expected number of sterilizations, no damage was found that would stop the cable from working correctly. It was noted that the connector block was slightly discolored and also that it was contaminated with adhesive but the cable continuity tested okay and no intermittent connection was found when the cable was bent or manipulated and the connections were not shorting out between themselves.

Event description:
It was reported that following sterilization, the patient cable was no longer electrically functional and that the patient cable did not last through the expected number of resterilizations. An evaluation was requested to determine the reason. The cable was returned to service. There was no patient involvement.